Event description:
Locking screw was being placed into the inferior hole of the delta extend metaglene. As the screw as tightened and seated, the locking tabs on the screw head broke. Screw was attempted to be removed and was unsuccessful and left in patient. The glenosphere was successfully placed over the meatglene with the broken screw. All loose parts of the screw were removed from the patient. Doctor mentioned product may have engineering issues.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.